Manufacturer narrative:
Evaluation determined that standard investigation is needed because it was reported that there was a problem keeping the ins recharged and seeing a message on the recharger. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates there was no adverse event associated with the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities; root cause of the recharging problem and message is unknown. (B)(4).

Event description:
Additional information was received from the patient. It was reported that there were attempts to recharge the battery, but they were unsuccessful as the battery was "at its end stage." The patient reported that they could not get stimulation and that they had been scheduled to receive a new battery. Additional information has been requested regarding when the intervention is planned for and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that he was having some problems with keeping the implantable neurostimulator (ins) recharged. The patient met with a company representative (rep) nine months ago ((B)(6) 2015) and an adjustment was done. The rep told the patient that the ins would soon need to be replaced. In (B)(6) 2015 the ins battery was "out." The patient remember seeing a message but was not sure what the recharger said. No symptoms reported. The indication for use included lumbar radiculopathy. Additional information has been requested to find out if any intervention or troubleshooting was performed and the outcome of the event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Explant information was unclear as the patient reported the date as (B)(6) 2016 but other internal records stated that date as (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that the replacement had been performed on (B)(6) 2016 to resolve the issue of not feeling stimulation. It was reported that all when very well with the battery stimulator replacement.